Manufacturer narrative:
Corrosion was discovered upon disassembly. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.

Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.